Event description:
The manufacturer received information alleging a bipap a40 pro device was alarming for a ventilator inoperative alarm condition. It was reported the device would not power up. There was no harm or injury alleged. The device has not yet been returned to the manufacturer for evaluation, therefore the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.